Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller being turned off for a period of time was not confirmed. The hm3 system controller, serial (B)(4), was not returned for analysis. Per provided information, the patient¿s family has found the patient multiple times with dead batteries, and the patient was not properly taken care of at home. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook instructs users on how to properly use their system controller. Section 2, ¿how your heart pump works,¿ also instructs users on how to properly exchange the system controller. Do not attempt to exchange the system controller without having a trained, competent caregiver to assist. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was completely turned off. It was noted that they were not taking care of themselves at home.